Event description:
It was reported that tandem mobi pump issued cartridge alarms during the cartridge load process, including a confirmed cartridge alarm 30 with consecutive cartridges on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, provided instructions for putting the existing pump into storage mode and returning it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on the replacement pump.